Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was observed and attributed to a faulty lcd display. The display was replaced to resolve the report. The device was recertified and returned to the customer. The lcd display was sent to zoll medical corporation for further evaluation; the customer's report was confirmed or replicated during evaluation. The lcd display was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.